Manufacturer narrative:
The stent remains implanted and the delivery device has not been returned for analysis. If any additional relevant information is received, a supplemental MDR will be submitted.

Event description:
It was reported that during a right iliac artery stenting treatment procedure, stent migration occurred. The pt presented with stenosis in both iliac arteries. The diameter of the vessels was 8.0mm. The main right iliac artery lesion was 90% stenotic and 5 cm in length. The left iliac artery was totally occluded. The physician decided to place a 6f/8x66x75 iliac unistep plus wallstent at the bifurcation site of the right iliac artery. When the stent deployed, it migrated immediately after placement. In the physician's opinion the wallstent migration was due to pulling back and repositioning the sheath. The physician subsequently chose an express vascular ld 8x27 mm stent to place at the target bifurcation lesion, but the express ld stent could not cross the iliac wallstent distal to the femoral site. No pt injuries or complications were reported. The physician elected to perform no further intervention on this lesion. Pt status is reported as "no serious injury."